Event description:
It was reported via repair work order that the arms on the trolley of the power load are not releasing the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by instructing the customer how to properly unload the cot from the power-load trolley.

Event description:
It was reported via repair work order that the arms on the trolley of the power load are not releasing the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.